Manufacturer narrative:
The impella lp2.5 and repositioning sheath were returned for evaluation. The automatic impella console data logs ere also returned for analysis. The data logs were found to have been corrupted, preventing an analysis of the logs. During the evaluation the pump and repositioning sheath, the wound portion of the sheath was found to have been extensively damaged. No damage or deformities were found on the pump. As reported by the complainant the patient's chordae tendineae was mechanically broken during the impella lp2.5 insertion, resulting in mitral regurgitation. The cause of the chordae tendineae breaking and subsequent mitral regurgitation was most likely the result of a difficult insertion. The impella may have interacted with the patient's mitral chordae during the difficult insertion, as the pigtail was noted to be turned towards the back wall of the ventricle. This cannot be confirmed without log data or imagery. Without the data and/or imagery from the event a definitive root cause of the mitral chordae breaking or the subsequent mitral regurgitation cannot be definitively determined. The impella lp2.5 was also evaluated for the reported access site hematoma that occurred. As detailed above in this evaluation report the wound closure portion of the repositioning sheath had been extensively damaged. The identified damage is consistent with interaction with calcifications. According to the clinical team the repositioning sheath was not damaged on insertion, but had been damaged upon explant of the pump. The root cause of the hematoma may have been related to the extended time taken for insertion, although this cannot be definitively determined. A review of the device history record revealed that there were no issues related to these failure modes found during the manufacture, inspection or testing with this pump. In addition, there have been no other complaints relevant to the failure modes for other pumps in this lot.

Manufacturer narrative:
The device has been returned to the manufacturer; however the evaluation has not yet been completed. Upon the completion of the evaluation of the impella cp a supplemental MDR will be submitted.

Event description:
The complainant reported that on (B)(6) 2018 an impella lp2.5 was placed in an (B)(6) year old male patient in hemodynamic failure. Some difficulty was encountered during placement as a result of the patient's abdominal vascular tortuosity. Following pump placement a hemorrhage from the impella puncture site occurred, causing a hematoma to develop. The physician performed manual compression hemostasis to stop the bleeding and the patient was administered replacement blood products (amount unknown). Upon removal of the pump on (B)(6) 2018 and visualizing the patient it was suspected that chordendolysis had occurred during the insertion of the impella lp2.5 and there was the appearance of mitral regurgitation. There was no indication of any required performed treatment for the suspected chordendolysis and the appearance of the mitral regurgitation. It was reported that the patient was successfully supported for 101.60 hours, and was reported to be in stable condition when the device was removed.